Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, infection (late onset), pain, anxiety-product/procedure.

Event description:
Patient reported right side "deflation, pain, staff infections, concerns with the recalled product, and breast implant illness implant exchange". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Patient reported right side "deflation, pain, staph infections, concerns with the recalled product, and breast implant illness implant exchange". Device remains implanted.